Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the clevis was bent. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).